Event description:
Dexcom 7 issues since changing from dexcom cgm 6. Regularly receive notifications "no more data notification for ..." And I cannot see readings on the follow app. Today (B)(6) my daughter is out with friends and I receive urgent low notifications followed by a critical low double arrow down. I called my daughter and her fingerstick glucometer reading was 115. This is unacceptable for technology my child depends on for treatment decisions . This has been regularly happening, today was the straw that broke the camel back. Something has to be done.